Event description:
It was reported to the baxter (B)(4) on (B)(4) 2012, that the patient identified a leaking homechoice automated pd set with cassette. In the morning, after the end of treatment the patient identified a spill under her homechoice. The machine didn't report any alarm, and the treatment had been done without any issue. Nevertheless, the patient noticed a leakage from a corner of the cassette - directly in the seal. No impact to the patient health was reported. She received the antibiotics as a preventive action.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up 002 should have been (B)(4) 2013.

Manufacturer narrative:
(B)(4). A visual inspection was performed and a crack was found at the end of the cassette. Water was run through the lines and a leak was noted at the crack on the cassette. The root cause was undetermined.